Event description:
It was reported that during the unknown ent procedure, the handpiece stopped working. A second handpiece was used to finish the case with no patient consequence. The customer did not have details on the nature of the problem, but stated after the case, the handpiece was tried and gave an error 4. The device is to be returned for analysis.